Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a pump turned off without user input. It was also reported that there was no pt involvement.